Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for this right ventricular (rv) lead for pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch (lss). The presenting electrogram (egm) showed noise which was not being oversensed. A successful threshold in unipolar was unable to be obtained. Technical services (ts) noted rv capture was questionable and noted a lead fracture was likely. Ts discussed up to the health care professional (hcp) on the urgency to bring this patient in. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that there was no rv lead fracture identified at this time. There was no rv sensing and loss of capture (loc) in bipolar and unipolar. A chest x ray was obtained however the results were unknown. This patient was seen in clinic in which an echocardiogram showed this patients ejection fraction was found to be less than 30 percent. A tentative plan to upgrade this patient to a cardiac resynchronization therapy defibrillator (crt-d) was possible. This rv lead remains in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for this right ventricular (rv) lead for pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch (lss). The presenting electrogram (egm) showed noise which was not being oversensed. A successful threshold in unipolar was unable to be obtained. Technical services (ts) noted rv capture was questionable and noted a lead fracture was likely. Ts discussed up to the health care professional (hcp) on the urgency to bring this patient in. This rv lead remains in service. No adverse patient effects were reported.